Event description:
The system is not able to go to bypass fluoro when the imaging system (bsr) fails (e.g. Database problem). There is no death or serious injury associated with the reported issue. The incident occurred in (B) (6).

Manufacturer narrative:
The incident occurred in (B) (6). The reported problem was eliminated by a newer software version install. The software was installed on (B) (6), 2008. The problem was not reported again since the software update.